Event description:
Additional info received from the reporter on (B)(6) 2014: since posting this, I have now had to have a hysterectomy. I had this surgery on (B)(6) 2014. They removed my uterus and tubes, but were able to leave my ovaries. Being (B)(6), you can see why I am upset that I had to have this done at such a young age. I am having to miss weeks of work, as well as not being able to pick up my kids for 6 weeks because of my weight restrictions.

Event description:
It started when I had it inserted in (B)(6), with an excruciating insertion of the essure. Even my doctor said it was uncommon that it hurt so bad. The cramping and sharp pain continued through the weeks, getting worse and worse. My hsg test confirmed that I was not in fact sterile, nor were the implants in place. At this time through now, I have lost an abundance of hair, have itchiness all over my body, mainly my face, and am in constant pain. The pain levels come and go, to where some days it is mild cramping, to pain that keeps me in bed half the day. I have been scheduled for a hysterectomy with my new doctor for two weeks from now. (B)(4).